Manufacturer narrative:
Standard disclaimer on file.

Event description:
A diabetic patient went to the health center with symptoms of hyperglycemia. A blood glucose result of 349 mg/dl was obtained with the suspect device, and a lab sample was drawn. The patient was given oral medication and sent home. When the lab result of 692 mg/dl was reported, the patient was sent to the hospital, given intravenous insulin, and admitted to the intensive care unit.